Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilation balloon was used during a gastroscopy procedure performed in the esophagus on (B)(6) 2015. According to the complainant, when withdrawing the balloon through the working channel, the exit marker detached and became lodged within the working channel. The procedure was completed at this time. The endoscope was sent to the manufacturer for repair. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Visual examination of the complaint device found that the exit marker had fallen off the device and was bunched up. The balloon appeared deflated, and the catheter had marks from where the exit marker had been attached to the device. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilation balloon was used during a gastroscopy procedure performed in the esophagus on (B)(6) 2015. According to the complainant, when withdrawing the balloon through the working channel, the exit marker detached and became lodged within the working channel. The procedure was completed at this time. The endoscope was sent to the manufacturer for repair. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.